Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on (B)(6) 2015. According to the complainant, after papillary dilatation, the balloon could not be deflated. Changing the direction of the endoscope did not resolve the issue, so the physician used the elevator to rupture the balloon. No fragment detached inside the patient. The device was removed from the patient and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.